Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was unable to lay on their left side because their third lead was loose. There was reportedly a resulting but non-specific effect that the patient was able to tolerate and the patient was unsure if they wanted any corrective action to be taken. The left ventricular (lv) lead remains in use. No further patient complications have been reported as a result of this event.